Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the dbs implant procedure, after the screws were tightened one of the screw threads from the burr hole cover system was discovered broken. Reportedly, the original burr hole cover was replaced with a new one and the case was completed without any adverse consequences. In addition, there is no intervention planned to remove the screw stuck in the cranial bone.